Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Date of event: (B)(6) 2016 additional information was received that the patients left percutaneous lead was non-functional. The patient will undergo a lead replacement procedure. Additional suspect medical device components involved in the event: model#: sc-2158-70 serial #: (B)(4)description: linear lead with enhanced stylet, 70cm model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physicians preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg replacement procedure.